Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited signs of erosion. To date, the physician has elected to not medically intervene and monitor the patient. No resulting adverse effects were reported.

Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited signs of erosion. To date, the physician has elected to not medically intervene and monitor the patient. No resulting adverse effects were reported. Subsequent information confirmed the system device, has been removed and replaced. No electrode changes reported. No return of product is expected.